Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had an original surgery where a cylinder was not used due to a distal perforation while implanting his inflatable penile prosthesis (ipp). Different 18 cm cylinders and pump were used to achieve the desired results. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an original surgery where the right cylinder was not used due to a distal perforation while implanting his inflatable penile prosthesis (ipp). The perforation was caused by the keith needle and the furlow due to cross-over while implanting the component. It was stated that there was no patient injury. Different 18 lgx cm cylinders and pump were used to achieve the desired results.

Manufacturer narrative:
Correction to event description: changed to include additional information provided through gfe. Device not returned for evaluation.